Event description:
Fatigue fracture. Hip revision. Possible date of first implantation : (B)(6) 2005.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation concluded a further examination on the fracture surface using scanning electron microscopy (sem) confirmed the stereomicroscopic observation, showing multiple initiation sites on the stem along its lateral side. Near these initiation sites stage I (stair-step) fatigue was revealed and it propagated through the cross-section, which was the cause of the stem fracture. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.